Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that at approximately 3/4 quarters of the way to completion of the cetuximab infusion the patient noticed that the IV was leaking and called the rn. Upon inspection, it was found that the j-loop had disconnected from the luer lock and that the IV remained patent without extravasation present. The patient washed his arm with soap and water and the infusion was reconnected and resumed with a new j-loop. There was no report of patient harm.